Event description:
This equipment was voluntarily tagged out for svc by the customer. An arjohuntleigh tech visited the site and found that the tub was off the floor rails that secures the tub to the floor. The tech replaced other faulty parts and put the tub back on the floor rails.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh inc (B)(4) on behalf of the MFR arjo (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.